Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical product: 429678 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a faint ¿ticking¿ sound coming from the device from time to time. There is no regularity as to when it occurs, patient¿s spouse has also been able to hear, and following the device check yesterday, the company representative could confirm what they were hearing and described as a faint second hand ticking sound on a watch. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.